Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to unlocked lcd connector. No button error alarm noted. Insulin pump also received with minor scratches lcd window and cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 217 mg/dl. No further information reported.